Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted 2013 (B)(6). (B)(4).

Event description:
It was reported that, the right ventricular (rv) lead triggered a warning for high threshold. The threshold has been consistently high. The lead remains in use. No patient complications have been reported as a result of this event.